Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter questioned high inr results with coaguchek pro ii meter with an unspecified serial number compared to "another meter." It is not known what "other meter" the customer compared to. The customer provided an example of discrepant results for 1 patient. The result from the coaguchek pro ii meter was 4.3 inr. The result from the "other meter" was 2.2 inr. The patient's therapeutic range was not provided. There was no allegation that an adverse event occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.